Event description:
The patient experienced a loss of therapeutic effect; there was an 'end of service' message. The patient underwent a surgical intervention on (B) (6) 2010 (unspecified) and is no longer experiencing any issues.

Manufacturer narrative:
(B) (4).